Event description:
It was reported that the pump was faulty and continuously beeped even without batteries. Per reporter, the issue occurred during continuous medication administration. The patient suffered no harm. Evaluation of the returned device identified that the pump was alarming battery power loss, indicating the pump was losing power during infusion, and notifying medical staff of the loss of power and risk of interruption infusion.

Manufacturer narrative:
B3: unknown; month and year valid e1: phone number provided in the following format "162188 / (B)(6) next: 35843" h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing revealed the pump was alarming loss of power, indicating that infusion will be stopped due to the issue if not resolved. No action was taken for the reported issue as the device was deemed beyond economical repair. The pump was scrapped.